Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found this is the only event with a quantity of 2 units for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: to ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture securely fit into the suture retaining mechanism on the driver handle. Avoid lateral loading while inserting the revo/mini-revo anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c6109h, was being used on (B)(6) 2020 during a reconstruction of the conjunctival scaphoid of the talofibular ligament when "the anchor cracked during surgery. The location was at the end of the anchor of stitch perforation." Upon further assessment, it was found that "the crack occurred during implantation. The upper part of the crack remains in the screwdriver and does not touch the patient's tissue, the implanted part has been removed from bone. No debris remained in the patient". There was no report of patient impact/injury due to this event. All fragments were retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.